Manufacturer narrative:
Based on this new information, the reported event is no longer considered reportable.

Event description:
According to the initial reporter, no incision enlargement, sutures, or vitrectomy were necessary during this procedure. In regards to the root cause of the damaged zonules, the surgeon thinks that the patient may have had a previous injury to the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was advanced into the eye and then removed due to damaged zonules. As a result, the lens could not be held in place correctly. A vitrectomy was performed and another lens was implanted in order to complete the surgery. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information was requested but was not received. The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause could not be identified.